Event description:
The customer reported the device vent inop. Evaluation and repair by the MFR's field service engineer is pending. The customer reported the device was not in use on a pt.

Manufacturer narrative:
Pending evaluation an repair.

Manufacturer narrative:
Received by mfg date: 02/27/2015. Conclusion / root cause: this power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The manufacturer's field service engineer (fse) reported initial inspection noted a vent inop occurrence due to an air valve liftoff failure. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. The fse could not verify no flow during evaluation. Final testing of the device passed.